Manufacturer narrative:
Investigation summary: the customer explains that "the device of transfer was defective. Needlestick risk due to the visible and soiled by the product of chemo needle). No details have been provided about the exactly type of defect and no pictures or samples are available. Device history record and retained samples cannot be checked as the lot is unknown. It is recommended to carefully follow the instructions explained in the IFU. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. Several inspections take place during manufacturing process in order to verify the quality of the product. Among them, critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Also, the functionality of the grips and cylinder assembly are verified. Investigation conclusion: 2,16 broken safety sleeve no pictures or samples available. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version). The following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Conclusion the customer explains that "the device of transfer was defective. Needlestick risk due to the visible and soiled by the product of chemo needle). No details have been provided about the exactly type of defect and no pictures or samples are available. Needle only can be exposed if the injector was broken. It is recommended to carefully follow the instructions explained in the IFU (dgp100 current version). It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place, safety sleeve broken and needle exposure happens. DHR and retained samples cannot be checked as the lot is unknown. Based on information above and the frequency of the defect (according to ps-001), it was determined that no CAPA is required. Root cause description the defect is not explained in detail. Needle exposure can happen only if the injector is misused. No root cause found.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd phaseal¿ injector luer lock n35 became separated during chemotherapy reconstitution. There was no report of injury or medical intervention.